Event description:
It was reported that prior to a stent graft implantation procedure, a shaft was broken the target lesion was located in the internal iliac artery. Unknown sheath was inserted, for set up. Intermittent flush was performed. While removing the 130mm x 20mm renegade from the hoop, resistance was encountered and the shaft of the device detached. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Visual inspection revealed that the catheter shaft was broken 15.2cm from the proximal end with 8.2cm of braid exposed. A coating confirmation test was carried out to check the presence and integrity of the coating. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the user did not adequately flush carrier tube per dfu instructions. (B)(4).